Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. All indications from the returned device show that it should have worked as intended. Root cause determined surgical error or bone quality was the issue.

Event description:
It was reported patient underwent a scapholunate procedure utilizing a suture anchor on (B)(6) 2013. During the procedure, the suture anchor would not advance into the hole and the inserter was bending. An additional hole was drilled and another suture anchor was available to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.